Event description:
I experienced numbness and tingling in my left arm and went to the doctor ((B)(6) 2012). This occurred six months after I was bit by a bug and had a physician diagnosed "bulls eye "rash ((B)(6) 2011 - which I visited the same clinical entity for this rash). The doctor I saw in (B)(6) 2012 did a lyme test and it was negative. I continued to get weaker and sicker with more neurological involvement (i.e. Loss of vitamin, coordination and balance, nausea, vertigo) and got another lyme test in june of 2012 with another negative result. My adrenals failed and I was disabled with two young kids at home. After 13 doctor visits from ent, neurologist, pcp, audiologists, physical therapists. I went to my gynecologist ((B)(6) 2013) who did another lyme test and it finally turned up positive. I have received antibiotics and have recovered some though still have a left foot drop, vision defects, left arm decreased motor control, and balance and coordination difficulties. The sooner the test is positive, the sooner the treatment and the better change of full recovery. If the initial doctor, that I went to see with the bulls eye rash would have treated me; I would have had a chance of complete recovery since it was within 72 hours of being bit by the bug. Every day that passed by after that antibiotics have to be taken longer and are less effective. I suffered untreated for 27 months and now 39 months later still am symptomatic on a daily basis. I am a registered nurse with a bachelor's degree and was extremely healthy and active before the onset of this illness in 2011. I lost a baby in utero in (B)(6) 2011 (impregnated in (B)(6) 2011 5 weeks after "bulls eye" rash due to this undiagnosed and untreated bacteria infection.